Manufacturer narrative:
Additional information: our evaluation found that there was no problem with the image1 spies d1 camera head. When the system is used with an electro-surgical generator and when the active insulated instrument is in contact with, or in close proximity of the dci® video mediastinoscope (with d1 camera head plugged into the mediastinoscope handle), the user may experience temporary image loss. Additionally, when the ccu is connected to the light source via scb cable, the ccu controls the light intensity. When the image is temporarily lost, the light source will go into standby mode. The image will recover automatically in about 5 seconds, but the light source will stay in standby mode with light output at 5% only. In order to increase the light output, the user needs to manually readjust the light intensity at the front panel of the light source. If the ccu and light source are not connected via scb cable, the light source will stay at the set light intensity and does not go into its standby mode. This problem was due to the fact that the imaging system configuration in combination with the dci® video mediastinoscope is different from other imaging system configurations. As a corrective action, karl storz has implemented a design modification of the x-link ccu by upgrading the power supply with a different model that avoids the electrical interference that is the root cause of this issue.

Manufacturer narrative:
Product evaluation is ongoing; a supplemental MDR will be submitted once evaluation is completed.

Event description:
Allegedly, twice during a mediastinoscopy procedure the image disappeared from the screen and the light source went to stand-by mode when activating the electro-surgical unit. The endoscopic image returned within 10 seconds, but the light source had to be manually returned to desired setting.